Event description:
It was reported that the minicap transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was used for approximately ten days and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added in h6 and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. A review of the video showed fluid flowing through the set with a closed twist clamp. The reported condition was verified. The sample did not meet specifications. The cause of the condition could not be determined; however, the most probable cause of the leak could be broken occluder feet beneath the twist clamp. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.